Manufacturer narrative:
Should an on site visit be accepted by the facility, the arena machine will be evaluated at that time. A follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
On 03/17/2009, a baxter field service engineer (fse) reported that he was notified the facility had four episodes of hepatitis c associated with the arena hemodialysis machines under complaint. Follow up at that time did not identify any issues that connected these events to the arena hemodialysis machines. No additional info was made available to the fse or baxter corporate product surveillance at that time. On 04/17/2009, baxter received a maude report generated by the department of health regarding 6 documented cases of hepatitis c virus seroconversions possibly associated with the dialysis procedures in one facility. A contributing factor may be related to the baxter arena dialysis machine. The doh director of epidemiology was contacted and provided the following info: during a yearly testing of patients in 2009, 4 patients were found to be positive for hepatitis c, however, no deaths had occurred. The doh made a visit to the facility in, 2009. Reportedly the arena machines were tested and human blood was found on the transducer protector filters. During the on site visit, the department of health was advised of 2 additional cases of hepatitis c, 1 in 2006 and 1 in 2007. Confirmation was received from the doh that complaint from the rehab center was related to the four possible events of hepatitis c. During a call to the facility administrator, the following information was provided: the administrator is aware of only 4 events that occurred in 2008. The administrator confirmed the 4 events of hepatitis c were found during the yearly evaluation of the patients. The facility indicated they notified the doh of this info. The doh conducted an audit visits three times the same month, the facility was advised by the local state department reps that the 26 arena hemodialysis machines in the facility posed a health risk to patients. The state advised the facility that the 26 arena machines must be taken out of service and could not be used until baxter serviced the machines and determined they do not pose a health risk to patients. The 26 arena machines were removed from use and secure. At 1550 and fresenius machines were obtained from other facility sites to provide hemodialysis therapy to the facility patients. The administrator indicated he had contacted the baxter service center and arranged for servicing of the devices. The administrator later cancelled the 26 service request. An on site visit was offered to the facility and would be considered. The administrator was provided with clinical questions related to these events. At a later date, the administrator declined to provide further clinical info. This will be considered the related complaint for one of the pts in 2007.